Event description:
It was reported that this non-(B)(6) lead was surgically abandoned due to high threshold. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).